Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the pump shut off with out alarming. It was noted from the amount administered, the pump had been shut off for an hour. The channels on the left side of the pc unit were infusing but the devices on the right were turned off. Although requested, no additional information was provided.